Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and far field r-wave (ffrw) oversensing exhibited on the right atrial (ra) lead, and this was thought to be caused by the implant procedure. The ra lead remains in use. No patient complications have been reported as a result of this event.